Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit ECG cable is broken. There was no patient involvement.

Manufacturer narrative:
Additional information: (B)(6). Getinge field service engineer (fse) user reported that ECG cable broken. It is checked by engineer that ECG patient cable green head broken. Quotation will be issued to user to purchase a new patient cable.the device was not repaired. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit ECG cable is broken. There was no patient involvement. However, there was no adverse event reported